Manufacturer narrative:
Returned product consisted of an innova self-expanding stent system with the yellow thumbwheel protector still in the manufactured position. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the sheath is wavy in appearance when placed on a flat surface. The stent is partially deployed approximately 8.5mm from the distal end of the middle sheath. The middle sheath is no longer sitting on top of the proximal end of the tip. Microscopic examination revealed no additional damages. There is blood in the middle sheath. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage to the sheath that may have contributed to the premature deployment.

Event description:
It was reported that the stent prematurely deployed. A 7x60x130 innova self expanding stent was selected for a percutaneous transluminal angioplasty (pta) procedure on a calcified and tortuous vasculature. The innova delivery system was advanced over the wire to the target lesion. The physician wanted to reposition the device, and during this attempt the stent began to prematurely deploy, approximately 10mm of the stent became exposed. The entire delivery catheter with the partially exposed stent was removed over the wire from the patient. There were no patient complications. The procedure was completed with a 7x80 innova device.